Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device gear slipped stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device was vibrating excessively but did not stop working, the guide sleeve full load was not working properly, the electric motor was making an unusual noise and the straining ring was worn. It was determined that these issues were due to worn components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was observed that the gears slipped and stopped moving on the battery oscillator device. There were no delays to the surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.